Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm 4 weeks ago. The lumen at the aortic arch was 31 mm, the neck was short and the femoral artery was 7.5 mm in diameter. It was reported that the delivery system was positioned at the level of the innominate artery and after 2 stent rings were deployed, the bare spring of the proximal main stent graft started to deploy in the misaligned position. The delivery was pulled down for correction of the misaligned stent. The misaligned stent graft was corrected; however, the stent graft landed 3 cm distal to the intended location and it was barely in the neck with a type 1 endoleak present. The decision was made to complete the procedure with another manufacturer's stent graft which required a 24 fr introducer sheath for insertion of the delivery system. It was not possible to insert the 24 fr sheath in far enough; therefore a conduit was sewn in followed by insertion of the other manufacturer's device. This was successfully deployed and seated the endoleak. The subclavian artery was partially covered by the proximal portion of the other manufacturer's stent graft, but there was blood flow into the artery and the physician thought this would be fine. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval results: endoleak. Tight femoral arteries, short neck and small lumen of the thoracic aorta. Eval conclusion: tight femoral arteries, short neck and small lumen of the thoracic aorta. (Secondary intervention).